Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the patient's arterial pressure could not be monitored through the optical fiber. The iab was replaced to continue therapy. The indication for use was reported as: acute myocardial infarction (ami). There was no patient injury reported.

Event description:
Could not walk [unable to walk]. Could not sleep [difficulty sleeping] . Burning/pain, sore [burning sensation in joints] . Case narrative: initial information received from canada on 08-apr-2019 regarding an unsolicited valid serious case received from a patient. This case involves a 67 years old female patient who was treated with hylan g-f 20, sodium hyaluronate (synvisc) and experienced could not walk, burning/pain/sore and could not sleep (latency: 0 day). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started taking intra-articular injection of hylan g-f 20, sodium hyaluronate (synvisc) at an unknown dose, once (lot - unknown) for osteoarthritis in left knee. It was reported that patient received one injection, receipt only said synvisc and they did not know if it was synvisc or synvisc one. On the same day, patient could not walk (latency: 0 day) and a wheelchair was needed. Also, on same day and saturday, there was burning, pain, could not sleep (latency: 0 day) and patient took paracetamol (tylenol). On (B)(6) 2019 (sunday), there was little change but was slowly getting better. Action taken: unknown for hylan g-f 20, sodium hyaluronate (synvisc one or synvisc) corrective treatment: paracetamol for burning/pain/sore, could not sleep; wheelchair for could not walk. Outcome: recovering for all events. Seriousness criteria: disability for could not walk. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 16-may-2019. No safety issues were indicated in this review. Follow up information received on 29-apr-2019 from physician. No new information. Upon internal review on 06-may-2019, with clock start date of 08-apr-2019, based on information previously received, suspect product-synvisc one has been deleted from the product tab (only synvisc was retained). Follow up information was received on 13-may-2019. No new information was received. Additional information was received on 16-may-2019. Global ptc number and ptc results were added. Text amended accordingly.